Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the non calcified, moderately tortuous, left external iliac artery. The physician advanced a 6.0 x 20mm x 135cm sterling balloon catheter to the lesion. The device was inflated to 8 atms, the balloon ruptured on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).